Manufacturer narrative:
The accessory has been returned and evaluated. Failure analysis was able to confirm the reported complaint. The curved cannula was visually inspected and it was noticed that the tube could move with respect to the bowl feature. The weld that joins tube and bowl was cracked around the circumference. Based on the information provided, this complaint is being reported due to the following conclusion: the curved cannula instrument accessory's shaft turning freely could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, it was observed that the housing of the cannula accessory was loose and the distal end was moving around. There was no allegation that any fragment(s) from the instrument accessory fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument accessory.